Event description:
It was reported that there was a pedestrian vs automobile mva presented to office with painful hip. Taken to surgery, converted to total hip.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. It was reported that the revision occurred after a motor vehicle accident. No further investigation for this event is possible at this time.. The reported event regarding a revision due to pain after an accident involving a uhr bipolar was not confirmed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a pedestrian vs automobile mva presented to office with painful hip. Taken to surgery, converted to total hip.